Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional information: d10, g4, h3, h6, h10

Event description:
It was reported the patient had no capture on their left ventricular lead. A x-ray confirmed the lead was dislodged. The lead was explanted. A replacement implant was attempted, but the patient's anatomy prevented the placement. The patient was in stable condition.